Event description:
The user facility reported that the procedure performed was a gi bleed via 5fr right femoral artery (rfa) approach. It was a successful gi bleed embolization. A rfa angiogram was performed to confirm the sheath was in the right common femoral artery. It was decided near the end of the case to use the angio-seal for closure of rfa, a 6 french angio-seal was deployed. The physician noted diminished pulses at right pedal after the sterile drape was removed. An ultrasound was used for rfa imaging. Left femoral artery (lfa) access for rfa angiogram. Angiogram showed a rfa occlusion where there was none at beginning of the case. A vascular consult was done. A balloon pta of rfa was performed, and improved rfa flow was shown by angiogram. Per the physician, the patient was stable. Additional information was received on 25sep2024: right common femoral artery access was proved challenging, per doctor, due to calcium visualized on the posterior side of vessel. Sheath insertion was difficult. There was difficulty advancing the guidewire and catheter due to iliac disease. There were no issues with insertion, deployment, or withdrawal of device. A pta balloon was used to open the rfa occlusion. It was confirmed that a component of the angio-seal was cause the of occlusion with ultrasound.

Manufacturer narrative:
A2: age: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: implant date unknown. D6b: explanted date: device was not explanted. The sample was not available for evaluation. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been deployment of the device in a calcified artery resulting in anchor/collagen deposition and vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).